Manufacturer narrative:
(B)(6). Results - no samples were received from the customer in support of this complaint, but a photo was attached showing 2 tubes drawn with water, where the levels did not meet the fill lines. Based on evaluation of the complaint information, this complaint meets the criteria for a previously investigated complaint. There were no related quality notifications. All process and final inspections comply with specification requirements. Conclusion - confirmed from a previously investigated complaint.

Event description:
It was reported that bd vacutainer®sst¿ ii advance tubes did not draw correctly, seems to be low draw. No injury or medical intervention reported.

Manufacturer narrative:
Additional information: DHR/bhr review: no qns or other issues relating to the reported defect were identified in the DHR.